Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was right ventricular (rv) lead oversensing. Patient had experienced 2 syncopal episodes due to rv oversensing and was admitted to the hospital. Patient had a complete heart block and no underlying ventricular rhythm, and was pacemaker dependent. There was oversensing by the rv lead with no actual noise artifacts or wide qrs complexes noted on the electrocardiogram. Noise could not be recreated with pocket manipulation. Lead impedance was stable in both unipolar and bipolar configuration. With the programmed sensitivity level at that time, the lead was intermittently oversensing. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.